Event description:
It was reported that a spectrum iq pump overinfused during insulin therapy. At an unknown time during therapy, it was observed that the pump was off and the 100ml intravenous piggyback with 100 units of regular insulin (programmed at a rate of 13 ml/hr with a volume to be infused of 100 units ) was empty. The bag should have lasted approximately 7.5 hours, however, it infused in 4 hours. The pump settings were checked and found to be correct. The patient's pre treatment blood glucose level was 600, and was 340 at the time of the over infusion event. Additional insulin was required to adequately treat blood sugar level. No additional information is available.

Manufacturer narrative:
The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. It was reviewed that the user experienced two "downstream occlusion!", an "air-in-line!" And "upstream occlusion!" Alarm throughout the infusion. There were no abnormalities observed in the event history log review. A device history review was performed, and no manufacturing issues were identified. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.